Manufacturer narrative:
A4-a6:unk. H6: off-label - acd<3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -6.0/1.0/102 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2023, the lens was removed due to excessive vault and significant reduction of iridocorneal angles. The problem was resolved. Reportedly, "significant reduction of iridocorneal angles, and anterior synechia." The cause of the event is unknown.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10 device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Corrected data: h6 health effect clinical code: 4581 "significant reduction of iridocorneal angles" and "anterior synechiae." H6 type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).